Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating low blood glucose readings from the insulin pump. The customer's blood glucose reading was 46 mg/dl. The customer stated that when she tried to insert her sensor, it only went halfway into her body. The customer stated that she did not notice any issues with insertion until she removed the serter and noticed the sensor was not all the way inserted. The customer will be sent replacement sensors.